Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2008. During the procedure, the balloon would not hold pressure. When the catheter was removed from the patient, a leak was noted where the balloon connects to the wand. The customer reported that the leak may also be from the balloon. A second balloon catheter was used, and the case was completed with no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.